Event description:
It was reported while using the bd phoenix¿ pid a patient isolate (staphylococcus aureus) was misidentified as corynebacterium jeikeium. No health impact or consequence reported.

Manufacturer narrative:
Investigation summary: this complaint is for misidentification of staphylococcus aureus as corynebacterium jeikeium when using phoenix panel pid (catalog number 448008) batch number 4289694. The customer returned phoenix generated lab reports and photos for the investigation. The lab reports show identifications of corynebacterium jeikeium and growth on an agar plate. To investigate, panels of the complaint batch were tested using in house and qc isolatess. Aureus a25923, s. Aureus a29213, s. Aureus a43300 and s. Aureus 4757 on a phoenix m50 machine and evaluated for identification results. Next, control panels from the same material but different batch were tested using in house and qc isolates s. Aureus a25923, s. Aureus a29213, s. Aureus a43300 and s. Aureus 4757 on a phoenix m50 machine and evaluated for identification results. The panels tested identified their inoculated isolates correctly, this complaint is not confirmed. The batch history record was satisfactory, and no quality notifications were generated during manufacturing and inspection. Complaint trending was performed, and no trends were identified associated with this defect. As no trends were identified, no corrective actions are slated at this time. Bd will continue to monitor for trends and take action as necessary. Please continue to communicate any additional concerns.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using the bd phoenix¿ pid a patient isolate (staphylococcus aureus) was misidentified as corynebacterium jeikeium. No health impact or consequence reported.